Event description:
It was reported that the patient had surgery the week prior to the report to have their implantable neurostimulator (ins) replaced and believed that the lead was also replaced or moved in their neck. They did not know if the leads were replaced or just moved because the wires were coiled because they had lost a lot of weight. It was known that they were moved down. The patient lost so much weight that it was turning sideways not up and down. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3986a, lot# n182431, implanted: (B)(6) 2012, product type: lead. (B)(4).